Manufacturer narrative:
Report claims the end-user had stood from their seating and turned around to move the device back via the joystick control. End-user claimed the device drove forward running into their legs and subsequently into the stove. User reported having received a gash on their leg requiring stitches from medical personnel. The service provider reports the end-user having moved out of their territory over 8hrs away rendering them unable to evaluate the device after the event was reported. Interviews with the end-user indicate the device has remained fully operational and reportedly has not had any recurring issues related to opposing drive commands as originally alleged. With the information received and the inability to confirm a device malfunction having occurred. Permobil is unable to reach a determination as to root cause without speculation. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report claiming while in the kitchen, the end-user was standing in front of the power wheelchair and attempted to back the wheelchair up via the joystick. Report claims the wheelchair drove forward running into the end-user and colliding into the stove. This action reportedly resulted in an injury requiring medical intervention to address.